Event description:
It was reported that following a breast biopsy, a MRI and mammogram were performed on the pt postop and a half crescent piece of metal was identified in the pt's breast. A lumpectomy was performed and the tissue and metal piece were removed. The biopsy probe was discarded but the metallic piece was retained and will be returned for evaluation.